Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately five months ago from date manufacturer was made aware.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was not able to get enough pain relief. The patient underwent an ipg replacement procedure.